Event description:
On 11/25/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. During deployment the physician was noted to have momentarily lost upward tension on the device. Bleeding was noted post deployment, therefore direct pressure was held with hemostasis achieved. The pt was noted to have diminished pulses immediately following the procedure. Several hours later when the pt was ambulating he complained of pain and coolness in his procedure leg. A right lower extremity angiogram was performed which identified an occlusion at the junction of the right external iliac artery and the common femoral artery at the level of the inguinal ligament. The pt was taken to surgery where the device was removed and an embolectomy and hemashield patch angioplasty were performed. The pt tolerated the procedure well. As of 12/31/1998 there has been no report to the MFR of further complication or pt sequelae.